Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump had a cracked lcd screen. Blood glucose reading was 119 mg/dl. The customer fell off his bike and damaged the insulin pump. The screen was black underneath the crack. There are lines that the customer cannot see. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had missing segments and a partial display due to cracked and bleeding display glass. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip, a cracked belt clip slot, and minor scratches on the display window.